Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a clip under a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that investigators were unable to perform certain steps due to blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.